Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. Upon investigation the electrode belt was unable to complete incoming testing. The cause for failure was due to an extra washer in between the rear 2 therapy electrode and therapy electrode connection board. The root cause for the extra washer was unable to be positively identified. No adverse event resulted from the damaged electrode belt.